Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the would not power on with the lithium battery when inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings:the pump was returned with visible moisture behind the display lens. A pump leak test confirmed the pump was leaking due to damage to the battery compartment. The pump powered on to a blank screen. Full testing was unable to be completed due to the internal moisture. The pump was opened and moisture damage was found throughout the inside of the pump.